Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 425 mg/dl. Customer reported that blood glucose was 376 mg/dl. It was reported that bolus wizard would give the customer a bolus that would lower her blood glucose below 100 mg/dl. Troubleshooting for high blood glucose was declined. Customer will not return device for analysis.